Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their original device was implanted crooked, so a different neurosurgeon tried to ¿fix it¿ two more times before the entire system was completely removed. The patient stated that the physician decided to remove it because the leads were too damaged. They added that the revision occurred in (B)(6) 2017. The patient mentioned if they could have a system implanted again, but the physician did not want to do that. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the manufacturer has their explanted battery and leads. They stated that the physician tried to fix the issue twice but could no longer reach the right side. The patient stated that the device left a permanent burning feeling in my right shoulder, elbow, and fingers, index and middle finger. They stated that after trying to fix it 2 more times, it was removed, but left same burning pain. The patient mentioned that it has been labeled rsd/crps in that area. The added that they only had shoulder and neck pain when the ins was first implanted, and now they are left with so much worse. No further complications were reported or anticipated.